Manufacturer narrative:
(B)(4). Date sent: 10/30/2021 d4: batch # 248a45 h6: component code =g06 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information: the procedure was an extrapleural pneumonectomy. The procedure was not converted. The nurse commented that no bleeding or no damage of the target tissue was observed. The patient's condition is stable.

Event description:
It was reported that during a respiratory surgery, the knife stopped moving forward at the firing. The jaws attempted to open but could not. The manual override lever was used to release the device, but the jaws did not open. After a while, they were somehow opened. The device was used on the pulmonary artery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.